Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that while explanting the implantable cardioverter defibrillator (ICD) due to normal battery depletion, the right ventricular (rv) lead impedance was observed to be in high, out of range values. The ICD had not been checked in several years and was at end of life (eol) stage, therefore nothing could be tested. The rv lead had been implanted for more than fifteen years and was surgically abandoned. A new rv lead was implanted at the same surgery. No additional adverse patient effects were reported.